Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "upper lamp failed during case" (inadequate lighting). A nurse reported the upper lamp failed during a case. The surgeon was able to use the lower lamp to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
A company sales representative examined the system. The unit was replaced and will be sent in for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).